Manufacturer narrative:
The distal end of the catheter was cut off and not returned. The remaining catheter was sutured to a stepdown connector and valve. Proteinaceous and fibrous debris was noted in the flow holes. The catheter passed the patency check. Although the lumboperitoneal catheter was returned, the complaint did not relate to a malfunction of the device. A review of the mfg records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the shunt was explanted due to a possible malfunction.